Event description:
One pt with 0 initial results for bicarbonate, blood urea nitrogen ( bun), and calcium. Same sample repeated gave bicarbonate 18 mmol/l, bun 44 mg/dl and calcium 10.1 mg/dl. Initial results were not reported. The field service rep was unable to determine root cause, but noted he replaced both sample probes, level detection cables and c-probe valves on the transfer head. Performance tests performed which were within specification.